Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while walking the patient the end user notified, the cs300 intra-aortic balloon pump (iabp) units battery is not running longer than an hour. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the batteries. The unit passed all functional and safety tests and was returned to the customer.